Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing fine and no longer having any problems using the device. The recipient continues to use allergy medication. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain with and without device use. Programming adjustments were made, however, the issue is not resolved. On (B)(6) 2017, the recipient was treated with ketorolac for five days. The recipient reduced device use. On (B)(6) 2017, the recipient received a nerve block injection, but did not experience relief. The recipient's pain level has improved, following massage and use of allergy medications.